Manufacturer narrative:
Address information was not able to be obtained, based on area code (B)(6) animal hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe plunger would not move. The following information was provided by the initial reporter: the stopper would not move.

Manufacturer narrative:
H6: investigation summary customer returned a single 0.3ml syringe. The syringe was noted to be missing the rubber stopper at the distal tip of the plunger rod. A review of the device history record was completed for batch # 1228442 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the black rubber stopper missing. Root-cause: air-jet misaligned.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe plunger would not move. The following information was provided by the initial reporter: the stopper would not move.